Event description:
It was reported that the device exhibited backup vvi pacing at 67.5. Several downloads were attempted without success, so the device was changed out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.